Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Key was replaced. Also identified and replaced faulty ps4 power supply and power control board. The system was tested and found to be working as intended.

Event description:
Customer reports key is broken in the 6600 system. No patient injury was reported.